Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated and indicated atrial undersensing information. Atrial undersensing noted. P wave amplitude last measured was 0.1mv. Atrial capture management shows capture threshold above 2.5 volts. Concomitant medical devices: d314trg ICD, implanted: (B)(6) 2012, 5071-53 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received a shock for detection of ventricular tachycardia (vt) by implantable cardioverter defibrillator (ICD) device which was actually an episode of supra ventricular tachycardia (svt). The device remains in use. It was also reported that the right atrial (ra) lead was fractured and dislodged. Capture threshold elevated to high values with intermittent capture at maximum output level. Far field r-wave (ffrw) was noted on atrial electrogram. There was intermittent undersensing of p-waves. The lead revision was planned with a possible explant. No further patient complications have been reported as a result of this event.